Event description:
Per the clinic, the device was explanted due to a skin flap breakdown. No other details were provided. It is unknown when the device was explanted or whether the patient was reimplanted with another device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011. (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, there are no plans for reimplantation as of the date of this report. (B)(4).